Event description:
It was reported that the patient experienced ineffective stimulation due to lead migration. As such, surgical intervention took place on (B)(6) 2022 wherein the lead was repositioned into place and anchored addressing the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.